Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This lot was manufactured april 23, 2018 - april 24, 2018. The actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs showed evidence of the bladder ruptures. The reported issue was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two small volume intermate units ruptured. This was identified during the filling process. The device was filled with an unspecified amount of 0.9% sodium chloride. There was no patient involvement. No additional information is available.